Event description:
A tandem mobi cartridge alarm was reported by the customer, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The technical support team confirmed the cartridge alarm and decided to replace the pump. The customer was provided with instructions to put the pump into storage mode before returning it and understood the steps to take when receiving the replacement pump. The customer will continue using the current pump until the replacement arrives. There was no need for a backup therapy, and the new pump was sent to the customer's confirmed shipping address without the requirement for a signature upon delivery.